Event description:
A opthalmologist reported that a female pt developed fusarium keratitis in the right eye while using renu (unknown type). The initial onset of the pt's symptoms began in 2006. The pt was treated with hystatin and oral antifungal medications without response. Pt subsequently underwent a penetrating keratoplasty 6-8 weeks after onset. The pt had good post-operative recovery. Her visual acuity has returned, but may be limited due to progressive cataracts.

Manufacturer narrative:
Baush & lomb is unable to complete an investigation of this complaint, since no product was returned, and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.